Event description:
During a lung volume reduction procedure, the device did not produce a proper staple formation. The staple line was oversewn to complete the procedure. There was no patient consequence.